Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was seen in pre-op for interrogation for implantable neurostimulator (ins) change due to normal elective replacement indicator (eri) for left ins. The right ins was also checked and impedances were fine for both. The right ins battery level was 2.93v and did not need to be changed. The patient said in the recent weeks, they felt intermittent tingling/shock type feeling at the ins site. There are no known issues related or that could have caused it per the patient. They physician agreed that at this time, no surgical intervention to be done and they would monitor as necessary. It was discussed with the patient that at next ins change, the issue could possible resolve. The issue has not been resolved.